Event description:
It was reported that patient underwent distal femoral replacement in 1989. Subsequently, a revision procedure was performed on (B)(6) 2010, to replace the femoral component to a contemporary distal femoral reconstruction utilizing orthopaedic salvage system components. The femoral component had fractured.

Manufacturer narrative:
Original procedure was performed in 1989. Exact date is unknown. Age of device is unknown. Multiple attempts were made to obtain product identification. However, no product identification has been received to date. Date of manufacture unknown. Multiple attempts were made to obtain product identification. However, no product identification has been received to date. (B)(4).